Event description:
Per the clinic, the patient experienced a magnet dislodgement. Surgery to put the magnet back in place has been completed on (B)(6), 2011.

Manufacturer narrative:
(B)(4): implanted device remains.